Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details.the event of vision loss is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.device labeling addresses the reported event as follows:contra-indications:¿ "do not inject juvéderm voluma with lidocaine into blood vessels (intravascular)."

Event description:
Healthcare professional reported injecting a patient with 0.6ml of juvéderm voluma with lidocaine in the nose. After having 0.6ml of product injected in to the nose, the patient complained about "blur vision" and was sent to the emergency room for treatment with hyaluronidase. The patient had a "light response" the next day. The day after that, doctor confirmed "one eye vision loss." The event has resulted in permanent injury.